Event description:
The pt reported experiencing elevated blood glucose readings ranging from 160-300 mg/dl. He reported a normal blood glucose value of 140 mg/dl. He did not report any symptoms related to his elevated blood glucose. He stated that he corrected his elevated blood glucose by delivering "adjustment" boluses of insulin. Troubleshooting did not find any issues with the product. During troubleshooting, infusion site management and insulin were discussed. The pt was advised to speak with his physician regarding the proper choice of insulin or alternate infusion sites. During follow up, the pt conveyed that he was adjusting his basal rates and his blood glucose values were returning to normal. He did not report changing the choice of infusion sites or insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.